Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the solution bag line during dwell 1 of 5 of their pd treatment. The patient reported that they were receiving an air detected in cassette alarm during dwell 1 of 5 their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did not come in contact with the cycler. The patient stated that they cancelled their pd treatment, rebooted the cycler, but the air detected in cassette alarm reoccurred. During the call, the technical support representative advised the patient to reset up their cycler, but the patient declined to reset up their cycler. The patient stated that they have 30 years of nursing experience and they know how make sure all the connections are properly connected. The patient stated that the issue is the cycler. The patient reported that they are going to complete treatment by performing manuals. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient could not recall when the event happened because they are starting to lose their memory. The event date is unknown as a result of the patient loosing their memory. The pdrn stated that the patient stated they did not do any treatment the day of the event. The pdrn stated that the patient forgot to cap their catheter during the event. The pdrn stated that when the patient came into the clinic they were prescribed prophylactic intraperitoneal antibiotics, but the patient declined them. The pdrn stated as a result the patient was prescribed prophylactic oral antibiotics, but they are not sure if the patient actually took the antibiotics. Additional information was requested; however, to date has not been provided.